Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the export of the patient folder failed because the overwrite function does not permit to erase read only files. The issue happens if a patient folder with the same name already exists in the intermediate folder or in the usb. The issues experienced will be addressed through the continuous improvement of our product. UDI# : (B)(4).

Event description:
It was reported that after completion of surgery, an attempt to export patient folder failed. Given an error 'an error occurred while exporting patient folder. This operating has been canceled,' immediately upon attempt to export. Clinical representative then was able to transfer patient folder from the maintenance side of rosa.